Event description:
It was reported to philips that fluoroscopy was not possible while the patient was on the table. The device was in clinical use at the time of reported event and the patient was moved to another room. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the procedure and the procedure got delayed. The procedure was completed by moving the patient to another room. Philips field service engineer (fse) inspected the system onsite and confirmed that the system unable to produce x-rays. Upon troubleshooting actions, fse found that the system was off, fse reseated the fdc and fd connections, and powered on the system. Fse performed functional test for image detector, then the fluoro and cine were working. Later, fse visited onsite and reviewed the system logfiles found that the failure of fdc on post was failed to power on. Fse replaced the fdc and downloaded the board software, configured the image detection, restored the imaged detector correction set and performed functional tests. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.